Manufacturer narrative:
(B)(4). The device history record for the lot number of the returned sample, aa5026n20, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The original packaging was not returned with the device. The tubing was coated with a brown substance on the inside of the tube. Due to the tears in the tubing, it was not possible to flush the brown substance out. Water was infused into the jejunal feeding port. The water exited the gastric skives below the balloon. Water was then infused into the gastric feeding port. The water exited the gastric skive below the balloon. There was tearing at both ends of the second gastric skive. The internal septum, between the jejunal and gastric feeding lumens was torn. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
This is the first of two reports for the same patient involving two separate products. Refer to report 9611594-2015-00142 for the second report. A report was received from (B)(6) stating the low-profile transgastric-jejunal enteral feeding tube ruptured. The patient was admitted to hospital. An x-ray film revealed a redundant loop of tubing was observed in the patient's stomach. Two days later a contrast study procedure noted a ruptured tube just below the balloon inside of the patient's stomach. The product was in use for 12-days prior to the event. According to the caregivers the feeding tube was flushed every 4-6 hours. The enteral feeding balloon was filled with 5mls of distilled water. No additional information was provided in regards to the patient's status and the outcome of the procedure.